Event description:
It was reported that high impedance was identified for a patient's device and that the patient was referred for full revision surgery. X-rays were not performed, and the physicians did not know if there had been trauma or the cause of the high impedance. Clinic notes indicated that the patient had muscle spasms in the neck. The physician reduced the pulse width on (B)(6) 2015, which reduced the muscle spasms. High impedance was first identified on (B)(6) 2016, and the patient had a recent increase in seizures from 4 seizures in 4 months to 3 seizures in one month. The patient also did not feel stimulation. The physician also attributed the muscle spasms in the neck to a lead break. The device history record of the lead was reviewed, and the device functioned properly prior to release. The patient had full revision surgery on (B)(6) 2016. The high impedance resolved after the generator and lead were replaced. The explanted products were not returned from the hospital because they require patient consent. Therefore, no analysis could be performed.